Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 25706412.

Event description:
It was reported that the patients lead was fracture due to migration. It was also stated that the patient was experiencing inadequate stimulation and high impedance. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients lead was fracture due to migration. It was also stated that the patient was experiencing inadequate stimulation and high impedance. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50, sn: (B)(6). The returned lead was analyzed, visual and xray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point when the lead migrated. The probable cause selected is cause traced to component failure. With all the available information, boston scientific concludes the allegations of inadequate stimulation and high impedances have been confirmed. Sc-4318, ln: 25706412. The returned anchor was analyzed and no reported complaint against the clik x anchor. External visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics.

Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072470.

Event description:
It was reported that the patients lead was fracture due to migration. It was also stated that the patient was experiencing inadequate stimulation and high impedance. The patient had good coverage after reprogramming.